Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was providing therapy for ventricular tachycardia (vt), and the anti-tachycardia pacing (atp) therapy accelerated the rhythm into ventricular fibrillation (vf). The device treated with a 41j shock that converted the rhythm. The device remains in-service. No adverse patient effects were reported.